Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced five infusion set tubing leaking at the site event on 19 may 2026. The infusion set was in use for less than a day.